Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 138 mg/dl. The customer advised that at one time they had to prime out the bubbles. The customer was advised that it only happened once and had to bleed out the bubbles. The customer advised that currently uses needle base due to the cannula causes a knot.